Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The log files (naviosystem and xsession logs) required to confirm the internal errors and the screenshots/intraop logs to confirm the tibia bone model generation error were not provided for review. The reported problems were not confirmed. The bone model generation error is a likely occurrence of bug 1831. No reasonable contributing factors for the internal errors could be identified based on the received complaint information. Although the case files required to confirm the software issue resulting in the bone model generation error, it is a likely occurrence of a software issue that has been corrected and released in cori-v1.4.3 software. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. If the naviosystem/xsession logs associated with this event are returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time. D10: add concomitants g1: address updated h6: update codes

Event description:
It was reported that, during a cori tka procedure, they got the "internal server error" message two times: at the beginning of the case and while doing checkpoint on femur. They could proceed after handpiece recalibration. Then, when going to the tibia screen to cut, they got an error that said "not enough information to generate tibia". So, they went back and repainted the tibia twice and still got that error. The third time, they were able to proceed. These issues caused a delay greater than 30 minutes. No other complications were reported.